Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon opening the packaging for a 7mm x 80mm smart flex self-expanding stent (ses) delivery system, the stent tip had already deployed. A new unknown device was used successfully. There were no reported injuries to the patient. This was during a lower-limb angioplasty the device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, upon opening the packaging for a 7mm x 80mm smart flex self-expanding stent (ses) delivery system, the stent tip had already deployed. A new unknown device was used successfully. There were no reported injuries to the patient. This was during a lower-limb angioplasty. Additional information was requested but was not provided. The device was returned for evaluation. A non-sterile unit of ¿smart flex 7x80 vas, 120cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked for evaluation. Visual inspection identified that the stent was partially deployed, approximately 0.5 cm. The hemostasis valve was found disassembled; however, review of the management sample image confirmed that the hemostasis valve was assembled prior to return. This discrepancy indicates that the disassembly most likely occurred after receipt of the device and is attributable to decontamination and/or shipping activities. The stainless steel hypotube was observed to be bent. No additional abnormalities were identified. Functional testing was performed to verify intended stent deployment performance. The deployment test was conducted by retracting the outer sheath while maintaining the inner shaft in a fixed position. The push rod advanced toward the distal tip as designed, resulting in successful stent deployment. The stent expanded uniformly, with no evidence of damage or functional anomaly observed during testing. The reported "stent delivery system (sds) deployment difficulty-premature/during prep¿ was observed during analysis of the returned device as a partial stent deployment is visualized. The precise root cause of the partial deployment cannot be conclusively determined based on the available information. The tuohy borst valve was received in a disassembled condition; therefore, it could not be verified whether the valve had been properly secured during device preparation prior to flushing. The instructions for use direct the user to inspect the device prior to use, confirm proper seating of the distal tip within the outer sheath, and ensure that the tuohy borst valve is appropriately tightened on the pusher tube. Failure to adequately secure the tuohy borst valve may permit unintended forward movement of the pusher tube, potentially exposing the distal end of the stent and resulting in partial deployment. Based on the available evidence, user handling factors during preparation may have contributed to the observed partial deployment. According to the instructions for use, which is not intended as a mitigation, ¿prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2).¿ neither the information available, nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, upon opening the packaging for a 7mm x 80mm smart flex self-expanding stent (ses) delivery system, the stent tip had already deployed. A new unknown device was used successfully. There were no reported injuries to the patient. This was during a lower-limb angioplasty. Additional information was requested but was not provided. The device will be returned for evaluation.